Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier, age and date of birth, patient sex , weight unknown / not provided. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that during a clinical procedure for implant placement, there was no primary stability and the implant was removed. Procedure was not completed using another implant. Patient will be returning for future implant placement. Tooth location is unknown.